Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead had dislodged. Additional information indicates that the distal coil had dislodged into the ventricle while the proximal coil was in the pocket. The physician decided to implant a lead instead of repositioning. This rv lead was explanted and will not be return as it was kept in a facility. No additional adverse patient effects were reported.